Event description:
It is reported that a carelink alert transmission for unsuccessful wireless transmission was sent after the alert tone was turned off at the last session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.